Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2022, with lot number 2270322. Analysis of the returned device identified, crease flat, opening on anterior and white particles inner the device. Leak test and microscopic analysis was performed which identified, sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on plug strap bond edge assessed, as an unidentified (tear) opening.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted and replaced.